Event description:
It was reported that by the patient that they were experiencing oozing from their incision site it was noted that the surgeon had provided the patient bacitracin, a topical antibiotic. No other relevant information has been received to date.